Event description:
Pt was revised to address loosening of the stem. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.